Event description:
Device malfunction: failure to deploy-clip. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of a scarred femoral artery after an interventional procedure. Reportedly, after clip deployment, bleeding continued. When the device was removed there was no clip implanted in the vessel. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.